Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead was found to be dislodged. Lead was explanted. No new lead was implanted because the physician decided that patient doesn't require ICD system. Patient was stable throughout the event.